Manufacturer narrative:
After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number: 9429263. On the photo in the complaint, the tip is detached from the catheter. However, without sample, we can't determine the root cause. Historically, this issue is not related to a manufacturing issue like a gluing issue of the tip. Checking the quality database revealed one change control possibly in connection with the described defect: cc tw: (B)(4) "packaging - addition of longitunal precuts" opened on september 2013 and closed on january 2014. Since implantation of change control tw: (B)(4), it is strongly recommended to use longitudinal precuts. Transversal precut is not recommended and should be used with great caution. A rmf evaluation was performed based on criq247, risk identified 20101 (hazardous situation: product falls out of the packaging). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information, the tip fell off.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and did not find any other complaints regarding lot number 9429263. B3: estimated date.

Event description:
According to the available information, the tip fell off.